Event description:
Additional information was received that diagnostic imaging was performed and no abnormalities were seen.

Event description:
During a remote follow-up, increased pacing impedance was observed on the left ventricular (lv) lead. The suspected cause of the event was due to lead damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.